Manufacturer narrative:
The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and detected the power management board as faulty. The offer has been submitted, awaiting approval. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not work. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not work. The unit alarmed for the reported issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the power management board had exploded inside the iabp unit and the internal connections were burned. The fse returned at a later date and replaced the power management board. The iabp unit was then able to be turned on. However, during testing, the iabp unit generated an error because it could not fill. The fse observed that the plug coming from the helium tank had torn the gasket on the connection part of the iabp unit and was supported with a new outdated gasket. The fse returned the next day and observed that the filter of the pressure valve of the iabp unit is broken and air is leaking causing the iabp unit to not fill automatically. The fse replaced the filter. The customer was provided with a cs300 iabp unit until this iabp unit can be repaired. Subsequently, at a later date, the fse changed out the regulator, which is connected to the reservoirs in the pressure, but the leak continued. Upon review of the fault logs, it is suspected that k11, k3, k4, and k10 valves may be defective. The fse then returned at a later date and replaced the solenoid valve. The issue continued. At a later date, the fse replaced the pneumatic module to backplane cable, and the pneumatic module assembly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer in working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d4, g3, g6, g7, h2, h4, h6, h10.